Manufacturer narrative:
Apoc incident # (B)(6). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result on a (B)(6) year old male patient with chest pain. There was no additional patient information at the time of this report. Return product is not available. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 04/26/2018. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in (B)(4) rev. Ac, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.

Event description:
Na.